Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and when the cartridge has approximately 100-200 units of insulin remaining, the pump declares that the amount of insulin in the cartridge is low. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.